Event description:
It was reported that the pt had a micl12.1 implantable collamer lens implanted in the right eye in 2006. As part of the postmarket study, the pt reported that she was experiencing elevated pressure in both eyes the day after surgery. Further information was requested from the surgeon, but not yet forthcoming. If any additional information is received, a supplement medwatch form will be submitted. See MFR report # 2023826-2009-00398 for the right eye.

Manufacturer narrative:
Results - a work order search was conducted, and there was no similar complaints found.